Event description:
Per the audiologist, beginning 2008, the patient reported a recurrent skin flap infection. Antibiotic treatment and "several" incision and skin flap repair surgeries (dates not reported ) did not solve the problem. The patient's device was explanted in 2009. Reimplant plans were not reported at the date of this report 2009.

Manufacturer narrative:
This is a final report.